Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of haemorrhoids ('grade IV haemorrhoids on pedicle') and multiple episodes of abdominal pain lower ('hypogastric pain', 'hypogastrium pain') in a 39-year-old female patient who had essure (batch no. A85496) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, multigravida, parity 2 (vaginal deliveries), abortion and condom. Does not report any known drug allergies. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"), 2 years 1 month after insertion of essure. On (B)(6) 2018, the patient experienced heavy menstrual bleeding ("heavy menstrual periods / hypermenorrhoea"). On (B)(6) 2019, the patient experienced allergy to metals ("type IV sensitisation to nickel sulphate, bronopol, palladium chloride, and cadmium chloride"). On an unknown date, the patient experienced the first episode of abdominal pain lower (seriousness criteria medically significant and intervention required), pruritus ("she presents with erythema and itching with bijouterie material / skin pruritus"), urticaria ("urticarial lesions"), genital haemorrhage ("heavy bleeding"), headache ("headaches"), dermatitis allergic ("skin allergy"), intermenstrual bleeding ("metrorrhagia"), the second episode of abdominal pain lower ("hypogastrium pain"), haemorrhoids (seriousness criterion medically significant), rectal haemorrhage ("rectorrhagia"), device intolerance ("essure device intolerance") and erythema ("she presents with erythema and itching with bijouterie material"). The patient was treated with dexketoprofen trometamol (enantyum), diazepam, enoxaparin sodium (clexane), lactulose (duphalac), paracetamol, tramadol, tranexamic acid (amchafibrin), norethisterone acetate (primolut nor 10 mg), norethisterone acetate (primolut nor 5 mg) and surgery (essure removal and haemorrhoidectomy per milligan morgan on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, pruritus, urticaria, genital haemorrhage, headache, dysmenorrhoea, heavy menstrual bleeding, dermatitis allergic, intermenstrual bleeding, the last episode of abdominal pain lower, haemorrhoids, rectal haemorrhage and erythema outcome was unknown. The reporter considered allergy to metals, dermatitis allergic, device intolerance, dysmenorrhoea, erythema, genital haemorrhage, haemorrhoids, headache, heavy menstrual bleeding, intermenstrual bleeding, pruritus, rectal haemorrhage, urticaria, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: both essure devices are placed without difficulty, leaving 5 rings in each ostium in the cavity. On (B)(6) 2019 essure removal surgery was carried out without incident and the postoperative period was without complications, she was discharged from the hospital in good condition. Patient was left with countless sequelae since subsequent tests have shown that she was allergic to nickel. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: epicutaneous tests: 48-hour and 72-hour readings positive for nickel sulphate (++++), bronopol (+), palladium chloride 2%(+), cadmium chloride 1%(+); on (B)(6) 2019: aeroallergens: latex, mites (dermatophagoides pteronyssinus, lepidoglyphus destructor), pollens (grass, olive, artemisia, salsola, parietaria, cupressus, platanus), lipid transfer protein, profilin, fungi (alternaria), animal epithelium (dog, cat, horse) with negative result. Blood cholesterol (100 - 200 mg/dl) - on (B)(6) 2018: 219 mg/dl. Cytology - in 2017: negative. Gynaecological examination - on (B)(6) 2016: normal external genitalia. Cervix and vagina with no alterations; on (B)(6) 2018: normal external genitalia. Cervix and vagina with no alterations; on (B)(6) 2019: examination: erythroplasia of anterior lip. Normal discharge. Bimanual examination: normal. Uterus mobile, no pain; in (B)(6) 2019: bimanual pelvic examination: no findings. Haemoglobin (12.0 - 16.0 g/dl) - on (B)(6) 2018: 11.8 g/dl. High density lipoprotein (45 - 65 mg/dl) - on (B)(6) 2018: 38 mg/dl. Mean cell haemoglobin (27.0 - 31.0 pg) - on (B)(6) 2018: 25.0 pg. Mean cell haemoglobin concentration (32.0 - 36.0 g/dl) - on (B)(6) 2018: 31.7 g/dl. Mean cell volume (82.0 - 95.0 fl) - on (B)(6) 2018: 78.8 fl. Pregnancy test - in (B)(6) 2019: negative. Ultrasound scan vagina - on (B)(6) 2016: anteverted uterus, normal, no problems with essure device, normal ovaries; on (B)(6) 2018: anteverted uterus, normal, no problems with essure device, normal ovaries; on (B)(6) 2019: anteverted uterus with normal 10 mm endometrium. Normal right ovary, normal left ovary. No free fluid in the douglas pouch. Essure devices are visible and normally inserted; in (B)(6) 2019: uterus in anteversion with regular 10 mm endometrium, right ovary normal. Left ovary normal. No free liquid in pouch of douglas. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and subsequently by a lawyer and describes the occurrence of haemorrhoids ('grade IV haemorrhoids on pedicle') and multiple episodes of abdominal pain lower ('hypogastric pain', 'hypogastrium pain') in a 39-year-old female patient who had essure (batch no. A85496) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, multigravida, parity 2 (vaginal deliveries), abortion and condom. Does not report any known drug allergies. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"), 2 years 1 month after insertion of essure. On (B)(6) 2018, the patient experienced heavy menstrual bleeding ("heavy menstrual periods / hypermenorrhoea"). On (B)(6) 2019, the patient experienced allergy to metals ("type IV sensitisation to nickel sulphate, bronopol, palladium chloride, and cadmium chloride"). On an unknown date, the patient experienced the first episode of abdominal pain lower (seriousness criteria medically significant and intervention required), pruritus ("she presents with erythema and itching with bijouterie material / skin pruritus"), urticaria ("urticarial lesions"), genital haemorrhage ("heavy bleeding"), headache ("headaches"), dermatitis allergic ("skin allergy"), intermenstrual bleeding ("metrorrhagia"), the second episode of abdominal pain lower ("hypogastrium pain"), haemorrhoids (seriousness criterion medically significant), rectal haemorrhage ("rectorrhagia"), device intolerance ("essure device intolerance") and erythema ("she presents with erythema and itching with bijouterie material"). The patient was treated with dexketoprofen trometamol (enantyum), diazepam, enoxaparin sodium (clexane), lactulose (duphalac), paracetamol, tramadol, tranexamic acid (amchafibrin), norethisterone acetate (primolut nor 10 mg), norethisterone acetate (primolut nor 5 mg) and surgery (essure removal and haemorrhoidectomy per milligan morgan on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, pruritus, urticaria, genital haemorrhage, headache, dysmenorrhoea, heavy menstrual bleeding, dermatitis allergic, intermenstrual bleeding, the last episode of abdominal pain lower, haemorrhoids, rectal haemorrhage and erythema outcome was unknown. The reporter considered allergy to metals, dermatitis allergic, device intolerance, dysmenorrhoea, erythema, genital haemorrhage, haemorrhoids, headache, heavy menstrual bleeding, intermenstrual bleeding, pruritus, rectal haemorrhage, urticaria, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: both essure devices are placed without difficulty, leaving 5 rings in each ostium in the cavity. On (B)(6) 2019 essure removal surgery was carried out without incident and the postoperative period was without complications, she was discharged from the hospital in good condition. Patient was left with countless sequelae since subsequent tests have shown that she was allergic to nickel. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: epicutaneous tests: 48-hour and 72-hour readings positive for nickel sulphate (++++), bronopol (+), palladium chloride 2%(+), cadmium chloride 1%(+); on (B)(6) 2019: aeroallergens: latex, mites (dermatophagoides pteronyssinus, lepidoglyphus destructor), pollens (grass, olive, artemisia, salsola, parietaria, cupressus, platanus), lipid transfer protein, profilin, fungi (alternaria), animal epithelium (dog, cat, horse) with negative result. Blood cholesterol (100 - 200 mg/dl) - on (B)(6) 2018: 219 mg/dl. Cytology - in 2017: negative. Gynaecological examination - on (B)(6) 2016: normal external genitalia. Cervix and vagina with no alterations; on (B)(6) 2018: normal external genitalia. Cervix and vagina with no alterations; on (B)(6) 2019: examination: erythroplasia of anterior lip. Normal discharge. Bimanual examination: normal. Uterus mobile, no pain; in (B)(6) 2019: bimanual pelvic examination: no findings. Haemoglobin (12.0 - 16.0 g/dl) - on (B)(6) 2018: 11.8 g/dl. High density lipoprotein (45 - 65 mg/dl) - on (B)(6) 2018: 38 mg/dl. Mean cell haemoglobin (27.0 - 31.0 pg) - on (B)(6) 2018: 25.0 pg. Mean cell haemoglobin concentration (32.0 - 36.0 g/dl) - on (B)(6) 2018: 31.7 g/dl. Mean cell volume (82.0 - 95.0 fl) - on (B)(6) 2018: 78.8 fl. Pregnancy test - in (B)(6) 2019: negative. Ultrasound scan vagina - on (B)(6) 2016: anteverted uterus, normal, no problems with essure device, normal ovaries; on (B)(6) 2018: anteverted uterus, normal, no problems with essure device, normal ovaries; on (B)(6) 2019: anteverted uterus with normal 10 mm endometrium. Normal right ovary, normal left ovary. No free fluid in the douglas pouch. Essure devices are visible and normally inserted; in (B)(6) 2019: uterus in anteversion with regular 10 mm endometrium, right ovary normal. Left ovary normal. No free liquid in pouch of douglas. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2021: the follow information were included lawyer's report, patient's details, medical history, lab data, lot number, other treatment products, new events: heavy menstrual bleeding, dysmenorrhea, allergic skin reaction, hypogastric pain, metrorrhagia, rectorrhagia, fourth degree haemorrhoids, device intolerance, skin erythema on 29-oct-2021: the case (B)(4) ((B)(4)) was identified as duplicate case and transferred to this case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of haemorrhoids ('grade IV haemorrhoids on pedicle') and multiple episodes of abdominal pain lower ('hypogastric pain', 'hypogastrium pain') in a 39-year-old female patient who had essure (batch no. A85496) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, multigravida, parity 2 (vaginal deliveries), abortion and condom. Does not report any known drug allergies. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"), 2 years 1 month after insertion of essure. On (B)(6) 2018, the patient experienced heavy menstrual bleeding ("heavy menstrual periods / hypermenorrhoea"). On (B)(6) 2019, the patient experienced allergy to metals ("type IV sensitisation to nickel sulphate, bronopol, palladium chloride, and cadmium chloride"). On an unknown date, the patient experienced the first episode of abdominal pain lower (seriousness criteria medically significant and intervention required), haemorrhoids (seriousness criterion medically significant), pruritus ("she presents with erythema and itching with bijouterie material / skin pruritus"), urticaria ("urticarial lesions"), genital haemorrhage ("heavy bleeding"), headache ("headaches"), dermatitis allergic ("skin allergy"), intermenstrual bleeding ("metrorrhagia"), the second episode of abdominal pain lower ("hypogastrium pain"), rectal haemorrhage ("rectorrhagia"), device intolerance ("essure device intolerance") and erythema ("she presents with erythema and itching with bijouterie material"). The patient was treated with dexketoprofen trometamol (enantyum), diazepam, enoxaparin sodium (clexane), lactulose (duphalac), paracetamol, tramadol, tranexamic acid (amchafibrin), norethisterone acetate (primolut nor 10 mg), norethisterone acetate (primolut nor 5 mg) and surgery (essure removal and haemorrhoidectomy per milligan morgan on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the haemorrhoids, allergy to metals, pruritus, urticaria, genital haemorrhage, headache, dysmenorrhoea, heavy menstrual bleeding, dermatitis allergic, intermenstrual bleeding, the last episode of abdominal pain lower, rectal haemorrhage and erythema outcome was unknown. The reporter considered allergy to metals, dermatitis allergic, device intolerance, dysmenorrhoea, erythema, genital haemorrhage, haemorrhoids, headache, heavy menstrual bleeding, intermenstrual bleeding, pruritus, rectal haemorrhage, urticaria, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: both essure devices are placed without difficulty, leaving 5 rings in each ostium in the cavity. On (B)(6) 2019 essure removal surgery was carried out without incident and the postoperative period was without complications, she was discharged from the hospital in good condition. Patient was left with countless sequelae since subsequent tests have shown that she was allergic to nickel. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: epicutaneous tests: 48-hour and 72-hour readings positive for nickel sulphate (++++), bronopol (+), palladium chloride 2%(+), cadmium chloride 1%(+); on (B)(6) 2019: aeroallergens: latex, mites (dermatophagoides pteronyssinus, lepidoglyphus destructor), pollens (grass, olive, artemisia, salsola, parietaria, cupressus, platanus), lipid transfer protein, profilin, fungi (alternaria), animal epithelium (dog, cat, horse) with negative result. Blood cholesterol (100 - 200 mg/dl) - on (B)(6) 2018: 219 mg/dl. Cytology - in 2017: negative. Gynaecological examination - on (B)(6) 2016: normal external genitalia. Cervix and vagina with no alterations; on (B)(6) 2018: normal external genitalia. Cervix and vagina with no alterations; on (B)(6) 2019: examination: erythroplasia of anterior lip. Normal discharge. Bimanual examination: normal. Uterus mobile, no pain; in (B)(6) 2019: bimanual pelvic examination: no findings. Haemoglobin (12.0 - 16.0 g/dl) - on (B)(6) 2018: 11.8 g/dl. High density lipoprotein (45 - 65 mg/dl) - on (B)(6) 2018: 38 mg/dl. Mean cell haemoglobin (27.0 - 31.0 pg) - on (B)(6) 2018: 25.0 pg. Mean cell haemoglobin concentration (32.0 - 36.0 g/dl) - on (B)(6) 2018: 31.7 g/dl. Mean cell volume (82.0 - 95.0 fl) - on (B)(6) 2018: 78.8 fl. Pregnancy test - in (B)(6) 2019: negative. Ultrasound scan vagina - on (B)(6) 2016: anteverted uterus, normal, no problems with essure device, normal ovaries; on (B)(6) 2018: anteverted uterus, normal, no problems with essure device, normal ovaries; on (B)(6) 2019: anteverted uterus with normal 10 mm endometrium. Normal right ovary, normal left ovary. No free fluid in the douglas pouch. Essure devices are visible and normally inserted; in (B)(6) 2019: uterus in anteversion with regular 10 mm endometrium, right ovary normal. Left ovary normal. No free liquid in pouch of douglas. Lot number: a85496 manufacture date:2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of haemorrhoids ('grade IV haemorrhoids on pedicle') and multiple episodes of abdominal pain lower ('hypogastric pain', 'hypogastrium pain') in a 39-year-old female patient who had essure (batch no. A85496) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, multigravida, parity 2 (vaginal deliveries), abortion and condom. Does not report any known drug allergies. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"), 2 years 1 month after insertion of essure. On (B)(6) 2018, the patient experienced heavy menstrual bleeding ("heavy menstrual periods / hypermenorrhoea"). On (B)(6) 2019, the patient experienced allergy to metals ("type IV sensitisation to nickel sulphate, bronopol, palladium chloride, and cadmium chloride"). On an unknown date, the patient experienced the first episode of abdominal pain lower (seriousness criteria medically significant and intervention required), haemorrhoids (seriousness criterion medically significant), pruritus ("she presents with erythema and itching with bijouterie material / skin pruritus"), urticaria ("urticarial lesions"), genital haemorrhage ("heavy bleeding"), headache ("headaches"), dermatitis allergic ("skin allergy"), intermenstrual bleeding ("metrorrhagia"), the second episode of abdominal pain lower ("hypogastrium pain"), rectal haemorrhage ("rectorrhagia"), device intolerance ("essure device intolerance") and erythema ("she presents with erythema and itching with bijouterie material"). The patient was treated with dexketoprofen trometamol (enantyum), diazepam, enoxaparin sodium (clexane), lactulose (duphalac), paracetamol, tramadol, tranexamic acid (amchafibrin), norethisterone acetate (primolut nor 10 mg), norethisterone acetate (primolut nor 5 mg) and surgery (essure removal and haemorrhoidectomy per milligan morgan on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the haemorrhoids, allergy to metals, pruritus, urticaria, genital haemorrhage, headache, dysmenorrhoea, heavy menstrual bleeding, dermatitis allergic, intermenstrual bleeding, the last episode of abdominal pain lower, rectal haemorrhage and erythema outcome was unknown. The reporter considered allergy to metals, dermatitis allergic, device intolerance, dysmenorrhoea, erythema, genital haemorrhage, haemorrhoids, headache, heavy menstrual bleeding, intermenstrual bleeding, pruritus, rectal haemorrhage, urticaria, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: both essure devices are placed without difficulty, leaving 5 rings in each ostium in the cavity. On (B)(6) 2019 essure removal surgery was carried out without incident and the postoperative period was without complications, she was discharged from the hospital in good condition. Patient was left with countless sequelae since subsequent tests have shown that she was allergic to nickel. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: epicutaneous tests: 48-hour and 72-hour readings positive for nickel sulphate (++++), bronopol (+), palladium chloride 2%(+), cadmium chloride 1%(+); on (B)(6) 2019: aeroallergens: latex, mites (dermatophagoides pteronyssinus, lepidoglyphus destructor), pollens (grass, olive, artemisia, salsola, parietaria, cupressus, platanus), lipid transfer protein, profilin, fungi (alternaria), animal epithelium (dog, cat, horse) with negative result. Blood cholesterol (100 - 200 mg/dl) - on (B)(6) 2018: 219 mg/dl. Cytology - in 2017: negative. Gynaecological examination - on (B)(6) 2016: normal external genitalia. Cervix and vagina with no alterations; on (B)(6) 2018: normal external genitalia. Cervix and vagina with no alterations; on (B)(6) 2019: examination: erythroplasia of anterior lip. Normal discharge. Bimanual examination: normal. Uterus mobile, no pain; in (B)(6) 2019: bimanual pelvic examination: no findings. Haemoglobin (12.0 - 16.0 g/dl) - on (B)(6) 2018: 11.8 g/dl. High density lipoprotein (45 - 65 mg/dl) - on (B)(6) 2018: 38 mg/dl. Mean cell haemoglobin (27.0 - 31.0 pg) - on (B)(6) 2018: 25.0 pg. Mean cell haemoglobin concentration (32.0 - 36.0 g/dl) - on (B)(6) 2018: 31.7 g/dl. Mean cell volume (82.0 - 95.0 fl) - on (B)(6) 2018: 78.8 fl. Pregnancy test - in (B)(6) 2019: negative. Ultrasound scan vagina - on (B)(6) 2016: anteverted uterus, normal, no problems with essure device, normal ovaries; on (B)(6) 2018: anteverted uterus, normal, no problems with essure device, normal ovaries; on (B)(6) 2019: anteverted uterus with normal 10 mm endometrium. Normal right ovary, normal left ovary. No free fluid in the douglas pouch. Essure devices are visible and normally inserted; in (B)(6) 2019: uterus in anteversion with regular 10 mm endometrium, right ovary normal. Left ovary normal. No free liquid in pouch of douglas. Lot number: a85496, manufacture date: 2013-01, and expiration date: 2016-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of several episodes of abdominal pain lower ("hypogastric pain" and "hypogastrium pain") and haemorrhoids ("grade IV haemorrhoids on pedicle") in a 39 year-old female patient who had essure inserted (lot no. A85496). Additional non-serious events are detailed below. The patient had a medical history of condom, abortion, parity 2 (vaginal deliveries), multigravida and appendectomy. Does not report any known drug allergies. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 784 days after essure insertion, she experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2018 she experienced heavy menstrual bleeding ("heavy menstrual periods / hypermenorrhoea"). On (B)(6) 2019 she experienced allergy to metals ("type IV sensitisation to nickel sulphate, bronopol, palladium chloride, and cadmium chloride"). Essure was removed on (B)(6) 2019. An unknown time later she experienced a first episode of abdominal pain lower (seriousness criteria medically important and intervention required), haemorrhoids (seriousness criterion medically important), pruritus ("she presents with erythema and itching with bijouterie material / skin pruritus"), urticaria ("urticarial lesions"), genital haemorrhage ("heavy bleeding"), headache ("headaches"), dermatitis allergic ("skin allergy"), intermenstrual bleeding ("metrorrhagia"), a second episode of abdominal pain lower, rectal haemorrhage ("rectorrhagia"), device intolerance ("essure device intolerance"), erythema ("she presents with erythema and itching with bijouterie material"), dyspepsia ("digestive discomfort"), myalgia ("generalised myalgia"), alopecia ("alopecia"), asthenia ("asthenia"), arthralgia ("arthralgia"), anaemia ("anaemia") and urinary tract infection ("urinary tract infection"). The patient was treated with primolut nor 10 mg (norethisterone acetate), primolut nor 5 mg (norethisterone acetate), amchafibrin (tranexamic acid), enantyum (dexketoprofen trometamol), paracetamol, tramadol, diazepam, duphalac [lactulose], clexane (enoxaparin sodium), tranexamic acid and norethisterone as well as surgery (bilateral salpingectomy and haemorrhoidectomy per milligan morgan on (B)(6) 2019). At the time of the report, the outcomes for haemorrhoids, allergy to metals, pruritus, urticaria, genital haemorrhage, headache, dysmenorrhoea, heavy menstrual bleeding, dermatitis allergic, intermenstrual bleeding, rectal haemorrhage, erythema, dyspepsia, myalgia, alopecia, asthenia, urinary tract infection and the last episode of abdominal pain lower were unknown. The reporter considered the first episode of abdominal pain lower, the second episode of abdominal pain lower, allergy to metals, alopecia, anaemia, arthralgia, asthenia, dermatitis allergic, device intolerance, dysmenorrhoea, dyspepsia, erythema, genital haemorrhage, haemorrhoids, headache, heavy menstrual bleeding, intermenstrual bleeding, myalgia, pruritus, rectal haemorrhage, urinary tract infection and urticaria to be related to essure administration. The reporter commented: both essure devices are placed without difficulty, leaving 5 rings in each ostium in the cavity. On (B)(6) 2019 essure removal surgery was carried out without incident and the postoperative period was without complications, she was discharged from the hospital in good condition. Patient was left with countless sequelae since subsequent tests have shown that she was allergic to nickel. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2019: epicutaneous tests: 48-hour and 72-hour readings positive for nickel sulphate (++++), bronopol (+), palladium chloride 2%(+), cadmium chloride 1%(+) and aeroallergens: latex, mites (dermatophagoides pteronyssinus, lepidoglyphus destructor), pollens (grass, olive, artemisia, salsola, parietaria, cupressus, platanus), lipid transfer protein, profilin, fungi (alternaria), animal epithelium (dog, cat, horse) with negative result [blood cholesterol ( 100- 200 mg/dl)] on (B)(6) 2018: 219 mg/dl [cytology] in 2017: negative [gynaecological examination] on (B)(6) 2016: normal external genitalia. Cervix and vagina with no alterations; on (B)(6) 2018: normal external genitalia. Cervix and vagina with no alterations; in (B)(6) 2019: bimanual pelvic examination: no findings; on (B)(6) 2019: examination: erythroplasia of anterior lip. Normal discharge. Bimanual examination: normal. Uterus mobile, no pain [haemoglobin ( 12.0- 16.0 g/dl)] on (B)(6) 2018: 11.8 g/dl [high density lipoprotein ( 45- 65 mg/dl)] on (B)(6) 2018: 38 mg/dl [mean cell haemoglobin ( 27.0- 31.0 pg)] on (B)(6) 2018: 25.0 pg [mean cell haemoglobin concentration ( 32.0- 36.0 g/dl)] on (B)(6) 2018: 31.7 g/dl [mean cell volume ( 82.0- 95.0 fl)] on (B)(6) 2018: 78.8 fl [pregnancy test] in (B)(6) 2019: negative [ultrasound scan vagina] on (B)(6) 2016: anteverted uterus, normal, no problems with essure device, normal ovaries; on (B)(6) 2018: anteverted uterus, normal, no problems with essure device, normal ovaries; in (B)(6) 2019: uterus in anteversion with regular 10 mm endometrium, right ovary normal. Left ovary normal. No free liquid in pouch of douglas; on (B)(6) 2019: anteverted uterus with normal 10 mm endometrium. Normal right ovary, normal left ovary. No free fluid in the douglas pouch. Essure devices are visible and normally inserted lot number: a85496, manufacture date: 2013-01 and expiration date: 2016-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-jun-2023: events dyspepsia, myalgia, alopecia, asthenia, arthralgia, anemia & urinary tract infection added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of several episodes of abdominal pain lower ("hypogastric pain" and "hypogastrium pain") and haemorrhoids ("grade IV haemorrhoids on pedicle") in a 39 year-old female patient who had essure inserted (lot no. A85496) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of condom, abortion, parity 2 (vaginal deliveries), multigravida and appendectomy. Does not report any known drug allergies. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 798 days after essure insertion, she experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2018 she experienced heavy menstrual bleeding ("heavy menstrual periods / hypermenorrhoea"). On (B)(6) 2019 she experienced allergy to metals ("type IV sensitisation to nickel sulphate, bronopol, palladium chloride, and cadmium chloride"). Essure was removed on (B)(6) 2019. An unknown time later she experienced a first episode of abdominal pain lower (seriousness criteria medically important and intervention required), haemorrhoids (seriousness criterion medically important), pruritus ("she presents with erythema and itching with bijouterie material / skin pruritus"), urticaria ("urticarial lesions"), genital haemorrhage ("heavy bleeding"), headache ("headaches"), dermatitis allergic ("skin allergy"), intermenstrual bleeding ("metrorrhagia"), a second episode of abdominal pain lower, rectal haemorrhage ("rectorrhagia"), device intolerance ("essure device intolerance"), erythema ("she presents with erythema and itching with bijouterie material"), a first episode of dyspepsia ("digestive discomfort"), myalgia ("generalised myalgia"), alopecia ("alopecia"), asthenia ("asthenia"), arthralgia ("arthralgia"), anaemia ("anaemia"), urinary tract infection ("urinary tract infection") and a second episode of dyspepsia ("digestive discomfort"). The patient was treated with primolut nor 10 mg (norethisterone acetate), primolut nor 5 mg (norethisterone acetate), amchafibrin (tranexamic acid), enantyum (dexketoprofen trometamol), paracetamol, tramadol, diazepam, duphalac [lactulose], clexane (enoxaparin sodium), tranexamic acid and norethisterone as well as surgery (bilateral salpingectomy and haemorrhoidectomy per milligan morgan on (B)(6) 2019). At the time of the report, the outcomes for haemorrhoids, allergy to metals, pruritus, urticaria, genital haemorrhage, headache, dysmenorrhoea, heavy menstrual bleeding, dermatitis allergic, intermenstrual bleeding, rectal haemorrhage, erythema, myalgia, alopecia, asthenia, urinary tract infection, the last episode of abdominal pain lower and the last episode of dyspepsia were unknown. The reporter considered the first episode of abdominal pain lower, the second episode of abdominal pain lower, allergy to metals, alopecia, anaemia, arthralgia, asthenia, dermatitis allergic, device intolerance, dysmenorrhoea, the first episode of dyspepsia, the second episode of dyspepsia, erythema, genital haemorrhage, haemorrhoids, headache, heavy menstrual bleeding, intermenstrual bleeding, myalgia, pruritus, rectal haemorrhage, urinary tract infection and urticaria to be related to essure administration. The reporter commented: both essure devices are placed without difficulty, leaving 5 rings in each ostium in the cavity. On (B)(6) 2019 essure removal surgery was carried out without incident and the postoperative period was without complications, she was discharged from the hospital in good condition. Patient was left with countless sequelae since subsequent tests have shown that she was allergic to nickel. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2019: epicutaneous tests: 48-hour and 72-hour readings positive for nickel sulphate (++++), bronopol (+), palladium chloride 2%(+), cadmium chloride 1%(+) and aeroallergens: latex, mites (dermatophagoides pteronyssinus, lepidoglyphus destructor), pollens (grass, olive, artemisia, salsola, parietaria, cupressus, platanus), lipid transfer protein, profilin, fungi (alternaria), animal epithelium (dog, cat, horse) with negative result [blood cholesterol ( 100- 200 mg/dl)] on (B)(6) 2018: 219 mg/dl [cytology] in 2017: negative [gynaecological examination] on (B)(6) 2016: normal external genitalia. Cervix and vagina with no alterations; on (B)(6) 2018: normal external genitalia. Cervix and vagina with no alterations; in (B)(6) 2019: bimanual pelvic examination: no findings; on (B)(6) 2019: examination: erythroplasia of anterior lip. Normal discharge. Bimanual examination: normal. Uterus mobile, no pain [haemoglobin ( 12.0- 16.0 g/dl)] on (B)(6) 2018: 11.8 g/dl [high density lipoprotein ( 45- 65 mg/dl)] on (B)(6) 2018: 38 mg/dl [mean cell haemoglobin ( 27.0- 31.0 pg)] on (B)(6) 2018: 25.0 pg [mean cell haemoglobin concentration ( 32.0- 36.0 g/dl)] on (B)(6) 2018: 31.7 g/dl [mean cell volume ( 82.0- 95.0 fl)] on (B)(6) 2018: 78.8 fl [pregnancy test] in (B)(6) 2019: negative [ultrasound scan vagina] on (B)(6) 2016: anteverted uterus, normal, no problems with essure device, normal ovaries; on (B)(6) 2018: anteverted uterus, normal, no problems with essure device, normal ovaries; in (B)(6) 2019: uterus in anteversion with regular 10 mm endometrium, right ovary normal. Left ovary normal. No free liquid in pouch of douglas; on (B)(6) 2019: anteverted uterus with normal 10 mm endometrium. Normal right ovary, normal left ovary. No free fluid in the douglas pouch. Essure devices are visible and normally inserted lot number: a85496 manufacture date:2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 2016-01: pfs & medical record received. Event digestive problem added. Essure insertion date updated. Reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('hypogastric pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel"), pruritus ("itchy skin"), urticaria ("urticarial lesions"), genital haemorrhage ("heavy bleeding") and headache ("headaches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, allergy to metals, pruritus, urticaria, genital haemorrhage and headache outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, genital haemorrhage, headache, pruritus and urticaria to be related to essure. The reporter commented: patient was left with countless sequelae since subsequent tests have shown that she was allergic to nickel. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of several episodes of abdominal pain lower ("hypogastric pain" and "hypogastrium pain") and haemorrhoids ("grade IV haemorrhoids on pedicle") in a 39 year-old female patient who had essure inserted (lot no. A85496) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of condom, abortion, parity 2 (vaginal deliveries), multigravida and appendectomy. Does not report any known drug allergies. On (B)(6)2014, the patient had essure inserted. On (B)(6)2016, 784 days after essure insertion, she experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6)2018 she experienced heavy menstrual bleeding ("heavy menstrual periods / hypermenorrhoea"). On (B)(6)2019 she experienced allergy to metals ("type IV sensitisation to nickel sulphate, bronopol, palladium chloride, and cadmium chloride"). On unknown date she experienced a first episode of abdominal pain lower (seriousness criteria medically important and intervention required), haemorrhoids (seriousness criterion medically important), pruritus ("she presents with erythema and itching with bijouterie material / skin pruritus"), urticaria ("urticarial lesions"), genital haemorrhage ("heavy bleeding"), headache ("headaches"), dermatitis allergic ("skin allergy"), intermenstrual bleeding ("metrorrhagia"), a second episode of abdominal pain lower, rectal haemorrhage ("rectorrhagia"), device intolerance ("essure device intolerance"), erythema ("she presents with erythema and itching with bijouterie material"), a first episode of dyspepsia ("digestive discomfort"), myalgia ("generalised myalgia"), alopecia ("alopecia"), asthenia ("asthenia"), arthralgia ("arthralgia"), anaemia ("anaemia"), urinary tract infection ("urinary tract infection"), a second episode of dyspepsia ("digestive discomfort"), menstruation irregular ("irregular menstruation"), pain in extremity ("pain and deformity of both feet"), foot deformity ("pain and deformity of both feet") and device dislocation ("more on the right side, which she attributes to ''displacement of the essure") and was found to have weight decreased ("weight loss"). The patient was treated with primolut nor 10 mg (norethisterone acetate), primolut nor 5 mg (norethisterone acetate), amchafibrin (tranexamic acid), enantyum (dexketoprofen trometamol), paracetamol, tramadol, diazepam, duphalac [lactulose], clexane (enoxaparin sodium), tranexamic acid and norethisterone as well as surgery (bilateral salpingectomy and haemorrhoidectomy per (B)(6) 2019). Essure was removed on (B)(6) 2019 at the time of the report, the outcomes for haemorrhoids, allergy to metals, pruritus, urticaria, genital haemorrhage, headache, dysmenorrhoea, heavy menstrual bleeding, dermatitis allergic, intermenstrual bleeding, rectal haemorrhage, erythema, myalgia, alopecia, asthenia, urinary tract infection, pain in extremity, foot deformity, device dislocation, weight decreased, the last episode of abdominal pain lower and the last episode of dyspepsia were unknown. The reporter considered the first episode of abdominal pain lower, the second episode of abdominal pain lower, allergy to metals, alopecia, anaemia, arthralgia, asthenia, dermatitis allergic, device dislocation, device intolerance, dysmenorrhoea, the first episode of dyspepsia, the second episode of dyspepsia, erythema, foot deformity, genital haemorrhage, haemorrhoids, headache, heavy menstrual bleeding, intermenstrual bleeding, menstruation irregular, myalgia, pain in extremity, pruritus, rectal haemorrhage, urinary tract infection, urticaria and weight decreased to be related to essure administration. The reporter commented: both essure devices are placed without difficulty, leaving 5 rings in each ostium in the cavity. On (B)(6) 2019 essure removal surgery was carried out without incident and the postoperative period was without complications, she was discharged from the hospital in good condition. Patient was left with countless sequelae since subsequent tests have shown that she was allergic to nickel. The patient requested removal of the essure implants, despite the fact that her gynecologist, reportedly ¿insisted on there being no relationship between essure and metrorrhagia. On (B)(6) 2019, the 42-year-old patient visited the gynecology because, although she had received medical treatment for three months, which had controlled the symptoms of painful, irregular menstruation, she requested that the essure implants be removed because she attributed her symptoms to said devices, even though her gynecologist reportedly ¿insisted on there being no relationship between essure and metrorrhagia¿. A follow-up ultrasound was performed, which confirmed correct placement of the implants. In (B)(6) 2019, the patient underwent a bilateral salpingectomy (removal of both fallopian tubes) by laparoscopy (surgery that does not require complete opening of the abdomen but rather small incisions through which instruments are inserted) to remove the essures. On (B)(6) 2020, a normal post-operative check-up was performed by the gynecology department. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2019: epicutaneous tests: 48-hour and 72-hour readings positive for nickel sulphate (++++), bronopol (+), palladium chloride 2%(+), cadmium chloride 1%(+), aeroallergens: latex, mites (dermatophagoides pteronyssinus, lepidoglyphus destructor), pollens (grass, olive, artemisia, salsola, parietaria, cupressus, platanus), lipid transfer protein, profilin, fungi (alternaria), animal epithelium (dog, cat, horse) with negative result and patient tested positive for allergies to nickel sulfate and bronopol [blood cholesterol (100- 200 mg/dl)] on (B)(6) 2018: 219 mg/dl. [Cytology] in 2017: negative. [Gynaecological examination] on (B)(6) 2016: normal external genitalia. Cervix and vagina with no alterations; on (B)(6) 2018: normal external genitalia. Cervix and vagina with no alterations; in (B)(6) 2019: bimanual pelvic examination: no findings; on (B)(6) 2019: examination: erythroplasia of anterior lip. Normal discharge. Bimanual examination: normal. Uterus mobile, no pain [haemoglobin (12.0- 16.0 g/dl)] on (B)(6) 2018: 11.8 g/dl [high density lipoprotein (45- 65 mg/dl)] on (B)(6) 2018: 38 mg/dl [mean cell haemoglobin (27.0- 31.0 pg)] on (B)(6) 2018: 25.0 pg [mean cell haemoglobin concentration (32.0- 36.0 g/dl)] on 03-jul-2018: 31.7 g/dl [mean cell volume (82.0- 95.0 fl)] on (B)(6) 2018: 78.8 fl [pregnancy test] in (B)(6) 2019: negative. [Ultrasound scan vagina] on 24-apr-2016: anteverted uterus, normal, no problems with essure device, normal ovaries; on (B)(6) 2018: anteverted uterus, normal, no problems with essure device, normal ovaries; in (B)(6)2019: uterus in anteversion with regular 10 mm endometrium, right ovary normal. Left ovary normal. No free liquid in pouch of (B)(6); on (B)(6) 2019: anteverted uterus with normal 10 mm endometrium. Normal right ovary, normal left ovary. No free fluid in the douglas pouch. Essure devices are visible and normally inserted; (date unknown): confirmed correct placement of the implants. Lot number: a85496 manufacture date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: from current follow up new event irregular menstruation added. Essure insertion date updated to (B)(4) 2014. Reporter causality comment updated. New reporter (lawyer) added. Upon internal review cases (B)(4) are duplicate of each other. Therefore, argus case (B)(4) needs to nullify from argus database. All source documents, references, reporters, events are transfer to this case. (Legacy device number (B)(4)). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('hypogastric pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel"), pruritus ("itchy skin"), urticaria ("urticarial lesions"), genital haemorrhage ("heavy bleeding") and headache ("headaches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, allergy to metals, pruritus, urticaria, genital haemorrhage and headache outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, genital haemorrhage, headache, pruritus and urticaria to be related to essure. The reporter commented: patient was left with countless sequelae since subsequent tests have shown that she was allergic to nickel. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test on an unknown date: allergic to nickel. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.